Event description:
Per the clinic, the patient experienced drainage from the implant site and was prescribed a one week course of oral antibiotics on (B)(6) 2015. The patient returned for follow up on (B)(6) 2015 at which time it was noted that the drainage has diminished. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.